Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The device was fully evaluated, including bench handling, defib stress testing and battery recognition and ID testing with no faults found. The device was recertified. Review of the device activity logs indicated that everything that occurred during the reported event occurred with the pressing of the power button. The logs did not show any power off events that were not identified as a button press, or that occurred from an unintended shutdown of the device. No low battery messages, shutdowns or advisory messages occurred within the logs. Analysis of reports of this type has not identified an increase in trend.